Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Went down throat and was lodged - oral-b brush head [foreign body in throat] throat is sore [oropharyngeal pain] the top round part of the head fell off - oral-b brush head [device breakage] case description: a spontaneous report was received via e-mail on (B)(6) 2020 from a consumer, unknown age and gender, stating the top round part of the oral-b power oral care refills dual action eb417 fell off on an unspecified date in (B)(6) 2020, and went down the consumer's throat and was lodged. The consumer's daughter performed the heimlich, and the brush head came out. The consumer's throat was now sore. The consumer reported the brush head was only a couple of weeks old. The outcome of brush head lodged in throat was recovered. The outcome of sore throat was not recovered. The case outcome was improved. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.